Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of an unknown age and gender in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. Impella implantation attempted to add for unloading. It was not possible to pass the atrioventricular (no opening of it) attempts by surgeons and cardiologists; therefore, the implant was aborted.